Manufacturer narrative:
It was reported by the customer that they saw a large protrusion at the proximal end of the pump side of the tubing. One sample was received for quality investigation. Visual inspection of the infusion set was conducted and the silicone tubing of the pumping segment had a bulge underneath the upper pumping segment fitting. The bulge in the pumping segment remained in the tubing because the roller clamp in the tubing was closed. Once the roller clamp was opened, the bulge in the pumping segment was eliminated. The set was then primed with water and placed into an alaris pump to conduct a simulated infusion. The simulated infusion was conducted at a rate of 125 ml/hr for 20 minutes. There were no issues with the infusion set during the simulated infusion. A simulated medication push was conducted with a water filled needleless syringe using the smartsite y-sites below the pumping segment. While pushing fluid through the infusion tubing, the bulge was recreated. The root cause for the failure is likely do to conducting a medication push to quickly during an infusion. If a medication push is conducted too quickly during an infusion, a bulge in the pumping segment can occur due to back pressure forming in the line. The bd clinical team has been made aware of the issue and the customer contact information has been given to them in case further training or informative information is needed to be provided in the proper use of the infusion set. A device history record review for model 2420-0007 lot number 23115215 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following : rcc received a complaint via email. Email(s) attached. The 3f nurses sequestered tubing from an alaris pump yesterday that was alarming ¿reload/check the infusion set¿ when they removed the set they saw a large protrusion at the proximal end of the pump side of the tubing. They placed an I-report and sequestered the tubing. I was wondering if there is someone specific, I should reach out to at bd or if I should just send the report to product complaints@bd.com. I believe this has been an issue in other areas in the past.